Event description:
Customer stated that dr was peforming a total thyroid, also using the emg tube, bipolar bovey, and harmonic scalpel. The unit gave no warning and no sound when the surgeon was too close to the recurrent laryngeal nerve, and the nerve was cut. The nerve was re-attached, but it is too early to tell if it was successful.